Event description:
Procedure - hysterectomy. According to the reporter: when using the device for a second suture, the suture loaded fine but, when put through the sleeve, the device dropped the suture into the pelvic region. The suture was able to be removed intact using a grasper. Another device was required to be used with a different suture. No further information was made available.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/02/2015.